Event description:
Boston scientific received information that the day post implant of this cardiac resynchronization therapy pacemaker system a device evaluation was performed and the patient was fine. Approximately thirty minutes later, the patient experienced a myocardial infarction (mi) with recurrent ventricular tachycardia and died. The electrophysiologist requested that minimum outputs be programmed. There were no allegations received related to the device, however, the physician reported that the patient was very ill and the stress from the procedure and hospitalization may have caused the acute mi. Information suggests that the device was not explanted and will not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.